Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of the gauge reading inaccurate. Imdrf patient code e2009 captures the reportable event of laceration. Imdrf impact code f2301 captures the reportable event of an additional device required (clips). Imdrf impact code f23 captures the reportable event of an unexpected medical intervention. Block h11: investigation results: the returned encore 26 inflation device was analyzed, and visual inspection found no physical damages to the device and the gauge needle was at 0 atm when received. Five different functional tests were performed on the returned device. The first was a pressure damping test to ensure the unit falls from 13 atm to 0 atm within one second and the returned device passed. The second was a vacuum test where the unit was primed with 5 ml of water before withdrawing the plunger to create a vacuum and the returned device had no bubble leakage and passed. The third was a side load test where a load of 3.5 +/- 0.1 kg was applied to the proximal end of the handle and the returned unit maintained a vacuum in this position and passed. A gauge accuracy test was performed to assess the accuracy of the gauge under pressurization at 13 atm, 26 atm, and 0 atm and the returned unit gauge readings were all within specification and passed. Finally, a device locking mechanism test was performed where the plunger handle is rotated to achieve 26 atms and the test is repeated 20 times consecutively. No problems were noted, and the returned device passed the test. The returned device passed all five functional tests. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was not confirmed. The returned device was analyzed, and visual inspection found no physical damages to the device and the gauge needle was at 0 atm when received. Five different functional tests were performed on the returned device: a pressure damping test, a vacuum test, a side load test, a gauge accuracy test and a device locking mechanism test. The returned device passed all five functional tests. The investigation findings and all information available concludes the most probable root cause is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was used during an endoscopy procedure performed on an unknown date. During the procedure, while using the inflation device, the manometer's needle did not move, providing no information about the pressure in the dilation balloon. This led to an opening in the esophagus, which was subsequently treated with a clip. It was also reported that withdrawing the device was difficult due to incomplete deflation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. ***additional information received on march 18, 2025***, it was reported that the procedure date was on (B)(6) 2025. It was reported that a non-boston scientific esophageal dilatation balloon was used with the encore 26 inflation device. It was reported that the patient had a deep hemorrhagic laceration of the esophagus occurred due to excessive, uncontrolled pressure. Three hemostatic clips were placed to close the dilaceration.

Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was used during an endoscopy procedure performed on an unknown date. During the procedure, while using the inflation device, the manometer's needle did not move, providing no information about the pressure in the dilation balloon. This led to an opening in the esophagus, which was subsequently treated with a clip. It was also reported that withdrawing the device was difficult due to incomplete deflation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Additional information received on march 18, 2025. It was reported that the procedure date was on (B)(6) 2025. It was reported that a non-boston scientific esophageal dilatation balloon was used with the encore 26 inflation device. It was reported that the patient had a deep hemorrhagic laceration of the esophagus occurred due to excessive, uncontrolled pressure. Three hemostatic clips were placed to close the dilaceration.

Manufacturer narrative:
Block h2 (additional information): block b3 (date of event), block b5 (describe event or problem), block d4, h4 (manufacture date, expiration date, unique identifier (UDI) #), block h6 (patient codes, impact codes) have been updated. Block h6: imdrf device code a0902 captures the reportable event of the gauge reading inaccurate. Imdrf patient code e2009 captures the reportable event of laceration. Imdrf impact code f2301 captures the reportable event of an additional device required (clips). Imdrf impact code f23 captures the reportable event of an unexpected medical intervention.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0902 captures the reportable event of the gauge reading inaccurate. Imdrf patient code e2015 captures the reportable event of esophageal injury. Imdrf impact code f2301 captures the reportable event of an additional device required (clips).

Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was used during an endoscopy procedure performed on an unknown date. During the procedure, while using the inflation device, the manometer's needle did not move, providing no information about the pressure in the dilation balloon. This led to an opening in the esophagus, which was subsequently treated with a clip. It was also reported that withdrawing the device was difficult due to incomplete deflation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.